Event description:
Rn went into patient room to give patient instant hot pack for pain. When rn squeezed hot pack to engage heat mechanism, hot pack broke and some of the contents spilled onto the rn's hand. No other person was involved. Rn washed hot pack material from hands before they got too warm.